Manufacturer narrative:
(B)(4). If the information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by our sales rep that, previous to the actual case while performing the scrub test when tried to engaging the foot pedal, the shaver was not working and the pump shut down. As soon as stepped off the foot pedal, the pump went back to normal operation. We tried again with the same result and switched out the shaver handpiece. There were no patient consequences.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: the manufacturer contact name has been updated as (B)(4). Contact phone number and email address have been updated accordingly. Investigation summary: the device was sent to the service center for repair. The defect reported by the customer has not been verified. On inspecting the device, no further deficiencies were found to be impairing device function. Replaced seals and screws per pm process. Further information regarding the cause of the defect has not been provided in the report to help determine a root cause for this failure and hence root cause cannot be determined. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted below will be conducted on this complaint. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.